Event description:
It was reported that the patient had presented to the emergency room after having fallen. Pt was in atrial fibrillation/flutter at that time. Remote transmission of the atrial lead showed under sensing in the stored diagnostics during the atrial arrhythmias. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID p1501dr implanted: (B)(6) 2005. (B)(4).